Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-01008.

Event description:
The user facility reported that when the angio-seal device insertion sheath was attempted to be inserted into the puncture site, the artery was too hard to insert the sheath and the sheath was found to be kinked during use. The device was not used and replaced with another angio-seal device to continue the procedure, however, the second insertion sheath was also kinked at the same site and could not be inserted into the artery, either. The second device was therefore not used either and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. Blood loss was less than 250cc. There were no other devices or equipment being used with the reported product. Additional information was received on 11dec2019. The physician prepared and used the device based on the procedure. A pre-deployment angiogram revealed no calcification.